Event description:
In using bd phaseal, a closed system transfer device, with the product treanda, clear solution in the vial was cloudy with precipitate when going through the p55 bd phaseal adaptor. The product was quarantined and not administered. Diagnosis or reason for use: oncology use.